Manufacturer narrative:
G4:20jan2021. B4:21jan2021. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the navigation ring failure. During the evaluation, the power switch overlay was found defective and was also replaced. The unit successfully passed the required performance verification test and was returned to the customer for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported nav-ring failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.